Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), product type lead product ID 977a260 lot# serial# (B)(6). Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that they turned off the stimulator but it was still shocking them. They stated that they cleaned the controller, and the issue has been resolved.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported the patient noticed strong stimulation down their right leg and the issue began wednesday. Patient turned off the stimulation but the issue did not resolve. Patient put the device into MRI mode and patient still felt tingling sensation down their right leg. Patient made many attempts to change the mode which was at maximum stimulation and caller was worried this could cause nerve damage. Agent redirected caller to the patient's hcp and provided nas phone number. Rep called back stating pt had been experience shocks. Pt took the battery pack out and put the ins in MRI mode and still felt strong sensation of shocking on the right leg. It was really bothering the patient. Pt had no falls/no trauma. Pt rep also said 'the line is corroded' and explain the internal lead was corroded.